Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the touch screen of the s5 double head pump responded incorrectly to touch during set up. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 double head pump. The event occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to reproduced the reported issue. Visual inspection confirmed signs of fluid ingress. The touch screen was replaced to resolve the issue. The unit was tested without issue and was returned to service. A photograph of the kapton-tail date-code was taken and provided to livanova (B)(4) for review. Analysis of the photograph by livanova (B)(4) confirmed aging and wear to be a contributing factor to the reported issue, along with the fluid ingress noted during service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Livanova (B)(4) has implemented CAPA (B)(4) for issues related to moisture/fluid ingress, where oxidation of contacts dur to the fluid leads to electrical failure, and a root cause investigation (B)(4) has been initiated for date-code aging and wear issue. Evaluated on site by livanova technician.

Event description:
Sorin group (B)(4) received a report that the touch screen on the s5 double head pump responded incorrectly to touch during set up. There was no patient involvement.